Event description:
(B) (6) reported that he was performing a surgery procedure. During surgery, the surgeon cut the rod and observed that some metal parts were flying in the air. One metal part hit the surgeon's face. No one was injured. In addition, the surgeon detected that the rod had a very sharp edge.

Manufacturer narrative:
Na